Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. One device was evaluated in the field and the issue was confirmed; there was a stuck/sticking component. The device was repaired and returned. Two devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the bed had phantom motion. There was no patient involvement.